Event description:
Oversensing of noise and artifacts were reported. Lead impedance has dropped significantly between follow-ups. This lead was explanted, along with the pacemaker, and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.